Event description:
Same case as MDR ID: 2134265-2015-02549 and MDR ID: 2134265-2015-02547. It was reported that catheter removal difficulties occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 12mm and 2.75mm x 8mm nc emerge® balloon catheters were used to dilate the lesion. During removal, tremendous resistance was encountered. A 3.00mm x 8mm nc emerge® balloon catheter was then advanced; however, the device became stuck on a non-bsc guide wire. The guide wire and the balloon catheter were then removed together as unit. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).